Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 0. 5mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the physician was unable to aspirate the catheter, so they were unable to do the dye study. The physician was sending the patient back to the managing physician for next step planning. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿, patient stated no falls or injuries. The patient stated they feel the pump has not worked since he was implanted. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information received reported that the cause for the inability to aspirate the catheter during the dye study was not dete rmined. The actions and interventions taken to resolve the issue was the interventional radiologist told the patient that he should follow up with his managing physician for that provider to determine the next step for the patients therapy, and determination of whether the catheter is functional. There is not currently a procedure scheduled for this patient. When the company representative contacted the office to ask if further action would be taken in regard to the patients catheter they were told that the patient has been seen in the office and that the office has received the report from the dye study, and currently no plans of further action are planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.